Manufacturer narrative:
(B)(4). Method: a complaint swivel was returned to fisher & paykel healthcare in (B)(4) for evaluation. The swivel was visually inspected. Results: visual inspection of the returned swivel revealed that the swivel had a crack along the taper of the swivel wye. Conclusion: we are unable to determine what may have caused the crack in the swivel wye of the breathing circuit. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and 100% pressure and flow tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions that accompany the rt265 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6), reported that one rt265 infant dual-heated evaqua2 breathing circuit had a cracked swivel wye connector while it was on a patient. There was no patient consequence reported.

Event description:
A healthcare facility in (B)(6), reported that one rt265 infant dual-heated evaqua2 breathing circuit had a cracked swivel wye connector while it was on a patient. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher and paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.